Manufacturer narrative:
Unit received with cracked and bleeding lcd glass, minor scratched lcd window and cracked reservoir tube lip. Unable to perform functional test due to cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump screen shattered while playing football. The customer's blood glucose was 157mg/dl at the time of incident. The customer was playing football and fell on screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.